Event description:
The patient called animas on (B)(6), alleging her blood glucose levels have been erratic lately. She mentions a low blood glucose level on (B)(6) and reports that at 4 am her blood glucose level was 44 mg/dl. She discontinued pump therapy and ate carbohydrates to raise her blood glucose level. She reports her blood glucose level then came up to 144 mg/dl at 11 am. The patient did not call 911 or seek medical attention. She then resumed pump therapy. She also said she had another low blood glucose level on (B)(6) at 11 pm but did not give the reading. She said that she drank a soda at that time and started feeling really low around 4 am the next morning. She also mentioned that she has had blood glucose levels over 600 mg/dl and reports that blood glucose over 600 mg/dl occur frequently for her but have not occurred since (B)(6) 2011. She says that with elevated blood glucose she gives injections and changes her supplies. She did not seek any medical attention for the elevated blood glucose levels. The patient denied nausea or vomiting. She was positive for ketones. With low blood glucose levels she was shaky, sweaty, and confused before she treated herself. The patient denied any leak or smell of insulin. There were no air bubbles and no bent cannulas. She provided no information on how often she changes her infusion site and did not want to troubleshoot the pump. She said that all settings are correct and delivery is correct and she does not feel the need to troubleshoot. She said she is a nurse and will take care of any issues. She provided no information about the causes of her erratic blood glucose. Although the user declined troubleshooting and no detail surrounding the causes the patient injuries are provided this complaint is being reported because the patient alleged she suffered symptoms indicative of hypo and hyperglycemia while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient denied return of the product. No conclusions can be made at this time.